Event description:
According to the reporter, during the laparoscopic colectomy procedure, the seal was damaged. There was no injury caused to the patient. The device is not expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.